Manufacturer narrative:
Physio-control further evaluated the removed biphasic pcb assembly and observed extensive electrical damage to multiple components. The component cause of the reported failure could not be conclusively determined due to the extensive damage.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that during normal testing, the device failed its self-test. After further evaluation, it was observed that the biphasic pcb assembly was defective and the device would not have been able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported failure. (B)(6).